Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer reported having experienced jaw locking, clicking and popping in the temporomandibular joint (tmj), discomfort while wearing the aligners, gum inflammation, and changes in their bite that caused functional discomfort, due to the aligners